Event description:
While placing a PICC line with the microintroducer to the right basilic vein, echogenic needle introduced, blood return noted, and guide wire introduced and unable to thread more than a couple of centimeters. Attempted to pull the wire back out and noted resistance. While removing both needle and wire, noted the wire was shearing. Tourniquet was still applied. Rn taking care of the patient was asked to call resident. Stat right upper extremity film ordered. X-ray showed wire (2cm) under the skin.